Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead became dislodged during a coronary artery bypass graft procedure. The surgeon sutured the lead back in place, however the lead did not work subsequently so the lead was capped and replaced. No patient complications have been reported as a result of this event.